Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer has not changed out infusion set since high blood glucose levels started. Customer was advised to change infusion set accordingly. Troubleshooting performed and pump appeared to be operating as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.